Manufacturer narrative:
The product was not returned for evaluation. Additional treatment information or patient follow up was not provided. According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Due to the lack of information provided, no causal factors can be determined and no conclusions can be drawn.

Manufacturer narrative:
Treatment tip and data logs are not available for evaluation. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A hospital reported through an adverse event database located in (B)(6) that a patient had redness, burns and blisters during a thermage treatment. No other event information or patient follow up is available.